Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed and unable to recover. A technical support specialist dialed into the station and checked no longer show the failed hardware icon and customer confirmed cubie issue was fixed. The system functioned as intended after the issue was resolved.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, cubie had failed and was unable to recover. The customer reported that the malfunction resulted delay in dispensing medication. There were no adverse events or injuries reported based on this incident.